Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The device had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Event description:
Customer reported the insulin pump alarmed button error and the esc button does not work to clear the alarm. Customer did not know blood glucose he hadn't checked. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.